Event description:
The reporter stated a 13.2mm micl13.2 implantable collamer lens tore and was not implanted. Additional info has been requested but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation codes: a lens work order search was performed, and no similar complaint was found.